Event description:
This is the fifth of twelve reports for the same pt and device. The dentist reported 12 events since 2001. On (B)(6) 2013, an hk rep found a report of a restoration debonding on a dental website posting. The narrative was, "(B)(6) 2013: this is a photo of #21 and it shows the loss of the facial composite again. I have placed retention and it opposes a full denture. Any suggestions? I use 3m tetric evo ceram, gluma bond, and ultra-etch. The same thing kept happening with #20 and we did a full crown, but I really don't want to resort to that with this tooth and its position. (B)(6) 2013: thank you so very much everyone for your advice! I have not isolated with rubber dam so maybe some contamination occurred from the sulcus. I will retry with renewed enthusiasm! (B)(6) 2013: thanks for the help and photos. I ordered the surpass so I'm going to give that a try. However, I am not having trouble with other restorations. I will use the new bonding process and isolate, keep the dentin moist, and check the occlusion carefully again. I, too, don't want to prep this any more due to the pulp." The office was contacted on (B)(6) 2013. I asked to speak to the dentist, she said she was with a pt and placed me into her voicemail. The dentist called me back. She said that #21 debonded 7 times since 2001 and that #20 debonded 5 times before she gave up. She said that she normally has good results with the gcbm but this pt is hard to get them to stick. She did not have the dates for all the replacements and she did not wish to look them all up. She said that the pt is male in his early 60's. She said that there are several issues involved with the debonding like pts occlusion due to the angle of the tooth. She said she decided to crown #20 because it is a good tooth for this, but she does not think #21 is a good candidate for this. She asked if I had any suggestions. Asked her to review her technique. The tooth was etched, rinsed, dried (she fears her assistant is drying too much), place gluma bond one time, gently dry and cure 20 seconds. She only places a little more gluma bond if it looks like it needs it. Discussed that the gcb requires at least 3 coats prior to curing for ibond. Discussed that these bonding agents only require 1 coat and that they had an improved bond and asked if she would like te or se. She said she would like to try the se. She said that she was impressed that we followed up. The material returned by the dentist was gluma comfort bond & desensitizer and all errors of use would be accurate for this product as well. Ref MFR report 9610902-2013-00055.